Event description:
Consumer stated she injected herself with needle and the needle broke off in the deltoid muscle. She was told she needed to have surgery to have it removed. Consumer states that the surgery was completed and the needle was removed successfully.

Manufacturer narrative:
A mailing container was sent to the reporter to return the product involved in the incident.